Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received. Functional and visual testing were performed. The downstream occlusion (dso) seal was found to be separating from the bezel. The dso seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a broken door. There was no patient involvement. Device analysis found the downstream occlusion seal was damaged.